Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7.1 was failed and not on pyxibus. A field service engineer opened the back of the auxiliary unit and powered off the pyxis system. All cables in drawers 7.1 and 7.2 were reseated. After powering the system back on, the engineer logged into the hardware test application (hta) and tested both drawers by opening all cubie lids. A full drawer check was performed. The pyxis system was then rebooted, and the application successfully recovered the failure through user. Final testing in hta confirmed that the failure was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1 was failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.